Manufacturer narrative:
Device is a combination product. Promus element ous mr 2.25 x 24 mm was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at three locations from the mid to distal end of the stent were lifted and pulled distally from their crimped position. The undamaged stent od (outer diameter) was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic of the bumper tip, hypotube and the outer and inner lumen and mid-shaft section along the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08apr2020. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a severely tortuous and severely calcified left circumflex artery. A 2.25 x 24 mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported.